Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image displayed. The device was inspected before use on a therapeutic procedure and completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation could not be confirmed. The device evaluation found the following: the adhesive on the bending section cover rubber had a chip, due to wear of angle wire, bending angle in the up direction did not meet the standard value, due to damage on the lock engagement lever the bending section cannot be fixed firmly, the control unit had a scratch, switch 1 was dirty and had a scratch, the grip had a scratch, the universal cord was dirty and had a scratch, the up/down and right/left plates had a scratch, the video connector had a crack and a scratch, and the video connector case had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defect could not be identified, it was determined that the event occurred due to damage of the image sensor unit (disconnection, etc) or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to stress of repeated use, external factors or handling. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.